Event description:
On (B)(6) 2012, the pt presented to the emergency room with back pain. On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the pt had a steep angled aortic neck. The completion angiogram revealed a proximal type I endoleak. The physician ballooned the top of the trunk-ipsilateral leg component with a gore tri lobe balloon catheter. An angiogram revealed that the pt's aorta had ruptured below the right renal artery at the location of the proximal ballooning. It was reported that the tri lobe balloon catheter was inflated per the instructions for use and not over inflated. An aortic extender component was implanted to treat the rupture. An angiogram revealed that the rupture was still not fully contained. The decision was made to open the pt up to wrap surgical pledgets around the ruptured aorta and sew the pledgets to the excluder grafts. The final angiogram revealed that the rupture was contained. The pt tolerated the procedure.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.